Manufacturer narrative:
The device was returned to resmed for evaluation. The device logs were sent to the resmed design house for an extensive engineering investigation. Review of the device logs confirmed the system fault 180 message. The investigation determined that the fault was a single occurrence and could not be reproduced during in-house testing. The device functioned within specifications. The investigation determined that the root cause of the device fault was most likely due to overheating the internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault 180 message. There was no patient injury reported as a result of this incident.